Event description:
According to the reporter, during the bypass of gastroenterostomy procedure, the surgeon clamped the tissue and tried to fire the device, however could not. The procedure was completed with another device. No harm was caused to the patient.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device.. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly review ed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the inves tigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.